Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed eccentric target lesion was moderately tortuous and calcified located in the distal right coronary artery (rca) to atrioventricular (av) branch. The physician could not cross the lesion with a 2.75x8mm taxus liberte stent. During the index procedure, it was noted that resistance was encountered during the insertion of the device to the lesion. The distal strut of the stent got flared. The procedure was successfully completed with a different device. No patient injury or complication was reported. Patient condition listed as 'good.'

Manufacturer narrative:
Additional manufacturer narrative - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)